Event description:
Complaint is reported as: "nurse reported that during an anaesthesia the 2 swivel connection pieces broke. Due to this the ventilation was paused and a new tube was inserted." No pt injury reported. The condition of the pt is unk.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.